Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. The impedance has been trending high for over the past year. Technical services (ts) suggested following actions. The health care professional (hcp) wanted to know if the device system was magnetic resonance imaging (MRI) conditional. Ts advised the system is not MRI conditional. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. The impedance has been trending high for over the past year. Technical services (ts) suggested following actions. The health care professional (hcp) wanted to know if the device system was magnetic resonance imaging (MRI) conditional. Ts advised the system is not MRI conditional. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the lead exhibited high capture thresholds. Ts stated a potential cause and noted that it is physician discretion on lead management at this point. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. The impedance has been trending high for over the past year. Technical services (ts) suggested following actions. The health care professional (hcp) wanted to know if the device system was magnetic resonance imaging (MRI) conditional. Ts advised the system is not MRI conditional. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the lead exhibited high capture thresholds. Ts stated a potential cause and noted that it is physician discretion on lead management at this point. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.